Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device is not zimmer biomet product. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device is not zimmer biomet product. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient experienced a fracture of femur, acute foot drop, patient fell. Patient still in hospital after surgery. Attempts have been made and no further information has been provided.